Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('essure devices malpositioned within the endometrial cavity/echogenic mass extending anteriorly into what appears to be the area of the patient's previous cesarean section scar'). In an adult female patient who had essure (ess205) (batch no. L2138r- not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included: multi gravida, parity 6, miscarriage, acromegaly, anemia, arthritis, enlarged thyroid, gerd, migraine and cardiac valve leak. Concomitant products included: antibiotics. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("essure devices are located within the endometrial cavity/misplaced essure devices"). And was found to have a pregnancy with contraceptive device ("pregnant with essure"). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report, the patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred, during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter considered device expulsion, embedded device and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: discrepancy noted, in essure insertion date: 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2003, successful; ultrasound scan: on (B)(6) 2015, impression: 1. Leiomyomatous uterus. 2. Sonographic evidence of essure devices malpositioned within the endometrial cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-sep-2021, quality safety evaluation of ptc. We have received a not valid lot number in this case. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices malpositioned within the endometrial cavity / echogenic mass extending anteriorly into what appears to be the area of the patient's previous cesarean section scar') in an adult female patient who had essure (ess205) (batch no. L2138r- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 6, miscarriage, acromegaly, anemia, arthritis, enlarged thyroid, gerd, migraine and cardiac valve leak. Concomitant products included antibiotics. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("essure devices are located within the endometrial cavity/ misplaced essure devices") and was found to have a pregnancy with contraceptive device ("pregnant with essure"). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the (B)(6) trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, embedded device and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2003: successful. Ultrasound scan - on (B)(6) 2015: impression: leiomyomatous uterus, sonographic evidence of essure devices malpositioned within the endometrial cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion. Most recent follow-up information incorporated above includes: on 14-sep-2021: mr received. Reporter information, medical history added. Event: essure devices are located within the endometrial cavity and echogenic mass extending anteriorly into what appears to be the area of the patient's previous cesarean section scar added. We have received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.